Event description:
It was reported during a permanent implant procedure on (B)(6) 2014 for a penta lead the patient experienced negative activity on the right side from neuromonitoring. Due to the amount of severe scar tissue on the patient's left side the penta lead could not be placed midline. The physician decided not to implant the lead during the procedure due to the possibility the lead could be irritating the nerve root.

Manufacturer narrative:
Results: the complaint of "cannot implant product" could not be confirmed through product testing alone. There is no alleged device failure to meet specification: therefore no product testing required. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.